Event description:
Gambro intensive care therapy specialist was reporting that customer had a "bb memory" failure. Nurse reported that the machine displayed weight removal that was inconsistent with what was set to be removed.